Event description:
A report has been received of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Reportedly, the incident occurred while a patient was receiving hemodialysis treatment when a nurse noticed that a kink occurred behind the bvm door at the point where the line connects to the cuvette. Also had incidents of kinking at the short tubing segment leading from the top of the cuvette into chamber. Product appears normal during set up but when it warms up, kinking occurs. Clotting did occur. Although there was patient involvement, there was no injury to the patient, but causes re needling and a delay in treatment. A sample is available for an evaluation.

Manufacturer narrative:
(B)(4).